Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that over the past couple of days the customer found that the activate button was not responding as it should and the insulin pump alarmed button error. No further information was provided.